Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro laa closure device was implanted on (B)(6) 2025. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted/migrated. The patient was scheduled to get a computed tomography (CT) scan to evaluate the device. There were no patient complications reported. It was further reported that the closure device was found to have shifted at the follow up, however it was reported to be stable with both rows of anchors engaged. The device appears to have less than a 1/3 shoulder on the limbus side, and was confirmed to still be meeting position, anchor, size and seal (pass) criteria. There were no leaks noted, and no intervention or additional treatment is planned. The follow up CT has not yet been completed.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro laa closure device was implanted on (B)(6) 2025. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted/migrated. The patient was scheduled to get a computed tomography (CT) scan to evaluate the device. There were no patient complications reported.